Event description:
The cam02 inter-cranial pressure and temperature monitor sounded an alarm for sensor board failure while in use with a patient. There was no patient injury and it was unknown if medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Investigation completed 2/22/2017. Method: -DHR review. -trend analysis. - failure analysis. The DHR review was completed for cam02 monitor serial number (B)(4) manufactured: sept 2015. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor being released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. Based on failure analysis a review of cam02 monitor customer complaints was competed using the following key words ¿sensor board¿ in the search criteria. The review encompassed dates 12-dec-2015 to 19-jan -2017. A total of 6 complaints were contained in the search criteria. Of these 6 complaints, 3 are linked to the same customer. Furthermore, the review identified a second complaint for all 3 monitors where the service centre failure analysis reported no fault found in 5 of the 6 complaints. Conclusion: the cam02 monitor serial number (B)(4) was returned but the evaluation was unable to conclusively verify the complaint as valid. The cam02 monitor was verified as performing to specification. The cam02 monitor was calibrated and safety tested; the results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The service report confirmed the returned accessories were tested and verified as performing to specification ¿ thus not considered the cause of the complaint incident. The cam02 monitor¿s log file was reviewed specifically to the awareness date 09-dec-16. Error code e2057 was confirmed to occur at the reporting facility on the 08-dec-2016 thus confirming the complaint as valid however based on the service center evaluation a root cause could not be established since the complaint incident could not be duplicated and the cam02 monitor was verified as performing to specification in conjunction with the returned cable assemblies. The cam02 service manual 60903842 rev a was referenced to identify error code explanation. The service manual indicates there is a problem how the sensor board is powered; however, for this complaint evaluation the service engineer verified the cam02 monitor was working to specification and a cause of the complaint incident could not be established. Communication was sent to the sales representative who confirmed the catheters for the complaint incident were not available to be evaluated with the cam02 monitor. The reported electrical system was discussed with operations engineer who verified the electrical system would not be a cause of an error code e2057. Additionally the sales representative verified active education is provided to the facility staff to ensure the monitor is used correctly at the facility which is ongoing to address the incidents reported to integra. Conclusion: the complaint evaluation was verified as valid; the investigation for cause was unable to identify the root cause of the complaint incident.